Event description:
It was reported that the lumen might be obstructed as no urine was observed to flow out after foley catheter insertion into the patient. As per information mentioned in the internal bd comments on 30oct2023, stated that no abnormalities were detected throughout the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted 3-way temp sensing catheter, no obvious observations. Using the in-house syringe, inflated with 10ml of blue solution and rested with no leaks noted. Deflated under 2 minutes without any leaking or cuffing noted. Also received 3 photo samples. First photo sample shows top overview of catheter. Second photo sample zooms in on end of catheter with balloon not inflated. Third photo sample shows top view of document written in native language. Based on physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not required as the reported event is unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lumen might be obstructed as no urine was observed to flow out after foley catheter insertion into the patient. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that no abnormalities were detected throughout the catheter.